Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller is trying to rule out the ins causing the patient's chest pain and EKG interferences. The caller reported the EKG has spikes similar to a pacemaker, however the patient does not have a pacemaker. The patient does not have their remote control to turn off the ins. The patient had an angiogram and it was noted that the patient had cardiovascular disease in her vessels. The patient did not have a heart procedure and was discharged with medication. A nurse showed the rep the patient's file and the 3rd reason for admission was a malfunction of their spinal cord stimulator (scs) the caller mentioned the patient would be flow to rochester for further medical care. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that per the nurses notes, EKG was performed and artifact was seen. It was reported patient was sent to angiogram which showed patient had cardiovascular disease. Per the hcp notes, reason for admission was scs malfunction. Additional information was received from the rep who reported that the cause of the spikes in EKG was due to patient having cardiovascular disease. Not related to the scs system. There was no malfunction that we know of with the scs. Patient had other issues that related to the EKG reading. Patient went home on cardiovascular medication. Issues have resolved. No further complications were reported/anticipated.